Manufacturer narrative:
H10: the reported malfunction was reassessed for reportability and determined to be reportable as a serious injury, and was reported under emdr 2020394-2021-80280. H10: g3. H11: d1, g1. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction event. A review of this event indicated that an unknown nitinol vena cava filter experienced migration of device or device component, malposition of device, detachment of device or device component, and patient device interaction problem. This report was received from one source. One patient was involved with no patient consequences. Patient age, weight, and gender were not provided.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The device has not been returned for evaluation; therefore, the investigation is inconclusive for migration of device or device component, malposition of device, detachment of device or device component, and patient device interaction problem as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use. (B)(4).

Event description:
This report summarizes one malfunction event. A review of this event indicated that an unknown nitinol vena cava filter experienced migration of device or device component, malposition of device, detachment of device or device component, and patient device interaction problem. This report was received from one source. One patient was involved with no patient consequences. Patient age, weight, and gender were not provided.